Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. No anomalies were observed with the inserter or the sutures that could have contributed to the reported failure. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. The sales rep stated that the surgeon may have been off angle when inserting the first anchor. Other than this possibility, we cannot discern a root cause for this failure. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, it was observed that the 4.5 healix advance br w/ocord anchor device started to crack and break. According to the reporter, the event occurred upon insertion, after tapping and screwing it. The sales rep stated that the surgeon stopped immediately and removed the anchor without any issues. The sales rep stated that there were no debris left in the patient. The sales rep reported that the surgeon completed the procedure with another like device from the same lot number using the same bone hole. The sales rep reported that there were no patient consequences or delays. The sales rep stated that the surgeon may have been off angle when inserting the first anchor. The sales rep stated that the patient's bone quality was average. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.